Event description:
It was reported that when the system was read at some point there was a 'fault'. The caller was asked and could provide no details or dates. Technical services reviewed what this could potentially mean, specifically in the context of an MRI. Technical services provided nas number for MRI/doctor discussion. The patient had a stroke. Caller was unsure when this occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.